Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the teflon/(tip) pad of the harmonic ace instrument was damaged/broken. The instrument was replaced with a backup. No fragment fell into the patient. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was broken but not broken off. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad with missing material.